Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg had moved and become perpendicular in the pocket. An x-ray taken confirmed the issue. Follow up identified surgical intervention was taken on (B)(6) 2017 and the patient's scs ipg was re-anchored into the fascia. The surgical intervention taken resolved the issue.